Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately one week post a port placement, the catheter was allegedly broke. It was further reported that the patient was admitted to the interventional department to take out the catcher. Reportedly, the catheter was replaced. The current status of the patient is unknown.

Event description:
It was reported that approximately one week post a port placement in the right side of the sixth thoracic vertebrae via the right internal jugular vein, the catheter was allegedly broken. It was further reported that the patient was admitted to the interventional department to take out the catheter. Reportedly, the catheter was replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. A complete break was noted to the catheter tubing. Therefore, the investigation is confirmed for the reported fracture and identified material separation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.